Manufacturer narrative:
Result: brake crank assembly, motion interrupt pan.

Event description:
It was reported by service report that the brakes would not work at the foot end. It was further reported the motion interrupt pan was damaged. The customer does not know if there was pt involvement or adverse consequences.